Event description:
It was reported the asymptomatic patient¿s atrial lead was gauged as having low impedance. As the patient was in chronic atrial fibrillation and, as such, the atrial lead is infrequently used, the patient was programmed to ddir. The patient will continue to be monitored.